Event description:
It was reported that the patient heard an alert and came to the hospital. It was noted that the patient's right ventricular (rv) lead impedance had risen to high impedance measurements. Trend data also indicated oversensing on the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. (B)(4) - we did receive performance data collected from the device and have analyzed the data. There were ten ventricular non-sustained tachycardia (nst) episodes of less than or equal to 210 ms between (B)(4) 2012 ventricular short interval count (v-sic) of 90.8 counts average per day, in 7.78 days, between (B)(4) 2012. One patient alert for right ventricular pacing lead impedance greater than 3000 ohms on (B)(4) 2012. The weekly pace lead measurement log data show various spike increases for maximum ventricular pacing impedance of 544 to 12480 ohms peak between (B)(4) 2012.